Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient presented with an infection at the ipg site. Patient was given oral antibiotics and a incise and drain was done on (B)(6) 2023. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs was explanted to address the issue. In a recent update it was reported the patient was reimplanted with a scs system. Therapy was activated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.